Manufacturer narrative:
(B)(4). The opt970 optiflow plus tracheostomy direct connection interface is used to deliver humidified oxygen to patients via tracheostomy. The interface is held in place by a neck strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's trache. Method: the complaint opt970 optiflow plus tracheostomy direct connection interface was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information and photograph provided by the customer, and our knowledge of our product. Results: visual inspection of the photograph revealed that the tubing was found to be detached from the connector. Conclusion: based on the information provided by the customer and our investigation, the damaged observed to the opt970 optiflow plus tracheostomy direct connection interface is due to the tubing being unintentionally pulled by the user. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject interface would have met the specification at the time of production. Our user instructions that accompany the opt970 optiflow plus tracheostomy direct connection interface states: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not crush or stretch tube, to prevent loss of therapy. Failure to use the set-up described above can compromise performance and affect patient safety.

Event description:
A distributor in china reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt970 optiflow + adult nasal cannula had detached from the connector. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in progress of completing our investigation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the tubing of an opt970 optiflow + adult nasal cannula had detached from the connector. There was no reported patient consequence.